Manufacturer narrative:
The company rep observed that pin-1 of j-1 on the motor controller board was discolored. The company rep replaced the motor controller board, and the power supply to the motor/display board cable. In unrelated repairs, he also replaced the expired safety disk, installed a 2500 hour pm kit, and replaced the blood detect tubing. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a pt, the unit displayed electrical test failure code 50 (motor speed out of specification). The pt was switched to another unit and therapy was continued. No pt injury was reported.